Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, severely scratched display window and cracked/bleeding lcd glass noted. Unable to confirm broken belt clip due to pump received without belt clip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump clip broke and the insulin pump fell. The customer stated that the pump was cracked and scrapped. The product was returned for analysis.